Event description:
A journal article was reviewed that contained information regarding this device. The device intrathoracic impedance began to decrease. Findings from a chest x-ray were unremarkable. The fluid index crossed the alert threshold causing the alarm. The patient did not have any symptoms of heart failure. A couple of months later the patient noted swelling of the face and lower legs. The patient's diuretic dose was increased and the patient was hospitalized. The patient showed a progressively larger heart silhouette over a few months. The patient had an echocardiogram on admission to the hospital which showed a pericardial effusion. Medications were changed for the patient and all symptoms "improved gradually." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: 'false-positive' intrathoracic impedance monitor alarm caused by amiodarone-induced hypothyroidism in a patient with cardiac resynchronization therapy-defibrillator." Europace. May 1 2012;14(5):768-769.